Manufacturer narrative:
Integra has completed their internal investigation on june 26, 2017. Results: evaluation of returned device; the catheter does not appear to have been implanted into the patient, along with the catheter the customer returned the screwdriver, drill bit assembly and the introducer, all appear unused. DHR review; catheter met specifications before released to finished goods. Complaints history; (B)(4). Conclusion: the reported customer complaint that ¿the monitor did not register any activity and didn¿t show the icp and temperature showing an error in the display¿ (when connected to catheter) could not be confirmed. The returned catheter was connected to multiple test monitors with no issues in display, icp or temperature readings. The returned catheter was also tested for functionality, meeting all functional test criteria. Based on this investigation, the root cause of the customer complaint could not be determined at this time.

Event description:
All the procedures were followed correctly and all was working fine, but when the surgeon inserted the catheter and connected it to the pac-1 cable, the monitor did not register any activity and didn¿t show the icp. The temperature was also showing an error in the display. All the connections were checked and the problem persisted. There was no patient injury reported. There was no delay in surgery due to the product problem. Additional information has been requested.

Manufacturer narrative:
Additional information received on 26may2017: the reason for the implantation of the catheter to the patient is because he had hydrocephalus. The procedure was performed by the neurosurgeon. The serial number of this catheter was (B)(4). The dura mater was opened following the instructions before insertion of the catheter the serial number of the pac-1 cable was (B)(4). The monitor model was a mpm -1 (serial number of the monitor was not provided). It was reported that the monitor did not show the curve neither the initial value of the icp before calibrating the catheter. Using the tool to calibrate the catheter and after several minutes, it was not possible to set the catheter to zero (0). After not getting the calibration, we turned the monitor off and then started the calibration again, but it was not possible since it didn¿t mark anything on the monitor. The problem was with the catheter and not the cables or monitor. The monitor showed the curve and icp, it was the catheter from which the values were not obtained. The patient was not monitored while the catheter problem was being solved. As results were not obtained, a new catheter was requested and used. The same hole that the patient initially had was used to insert the new catheter. The patient after the procedure was well recovering. With the catheter, the patient recovered considerably since the cerebrospinal fluid was constantly being drained.